Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The caller was with the pt today and the pt reported that since their MRI on 6 march, they noticed the ins was not depleting. The caller stated that the pt's wife placed the ins into MRI mode for the MRI and then took the ins out of MRI mode and turned the stimulation back on; however, charge diary info shows that the ins has not gone below 90% and the pt had subsequently not been getting pain control. The caller was instructed to check the usage diary but it said 'no data available'. The caller said stimulation was turned on when she interrogated the pt's ins and caller noted the pt's wife seemed familiar and comfortable with usage of the components (as it relates to making sure ins is on). The caller stated the pt had not adjusted stim levels, groups and was not using neurosense or adaptive stim. The caller stated impedances are good but she did note that contact 0 had high impedances--it was not being used in programming. The caller stated that the energy check indicated the ins should deplete in 4.5 days. The caller was directed to hcit to pull any and all logs/files/mdt report to see what information could be gathered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep said since the MRI the ins was not depleting as it was previously before the MRI. The recharger report showed that the ins had not depleted but 10% in 8 days. Patient (pt) was usually recharging in 4 days when it said it was 40% on their programmer. Patient didn't report that his pain level had increased since the MRI. No causes seen for the ins depleting. Rep said they'd see the patient again and getting logs of the ins and programmer. This issue had not been resolved. Physician had not been informed yet. Caller reiterated the details of the case and noted she was calling to get any logs/files/reports generated as she was now with the pt. Agent redirected to hcit. Agent sent email to caller with rtg number. Conference from hcit while attempting to generate manufacturer report. Hcit indicated that caller had just interrogated patient without issue. Caller was then able to successfully reinterrogate ins and generate report. Redirected rep to hcit to get logs, closed case that was re-opened from logs being sent. Tss closed case after it was reassigned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the caller saw the patient on on march 23, 27 and then the 30th. At the march 27 visit, the caller checked impedances and put the implantable neurostimulator (ins) into MRI mode and then deactivated MRI mode using the tablet. The 0 electrode was showing 20,000 ohms with pairs but other electrodes look fine. The caller didn't have any details about the MRI that was done on march 6. When seeing the patient on march 30, the patient's issues with therapy and ins not depleting had completely resolved. The patient was getting good therapy again and not having any issues. Technical services (tss) didn't know how to explain what had occurred with the patient's therapy and why the issues had resolved after the tablet session on march 30.